Event description:
Covid-19 testing swabs broke off inside multiple patient's noses sometimes requiring ent to remove them. These 6 events occurred system wide and not specific to a single hospital. Manufacturer response for absorbent tipped sterile nasal swab, cultura (per site reporter). Merit was notified of the issue and a call between merit and the facility clinical and supply chain teams occurred on (B)(6). At this time we did communicate our intention to report the event and merit has been working this through their internal FDA reporting processes. Since that call merit has acknowledged that the design of their swab was week at the second tier of the stem of the swab. They verbally reported that they received similar reports from at least one other customer since we reported the issue. Merit's team has also since redesigned their swab production mold to add reinforcement at the fault point of the product. The hospital system has discontinued the use of all merit swabs since the mid-july. No patient events or broken swabs have been reported since. We are still working to return the inventory that we have of this swab, for any lot number. Impacted lot numbers that the hospital system identified are: h1843327, h1852580, h1852581, h1843322.